Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Patient is a male, very ill and (B)(6); no other information was provided. Per the surgeon on (B)(6) 2011: "three staples that were sticking out straight into the lumen of the colon. This time it was on the side. No air leak, but I was diverting him anyway because he is a sickly guy. Sigmoid resection for diverticulitis."

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information from the surgeon: diverted patient; sickly guy. It was reported that the patient was "sickly."

Event description:
It was reported that during a laparoscopic colon procedure with a single port procedure, the surgeon performed the end to end anastomosis; when they reviewed the results with a flexible sigmoidoscopy, they could see two unformed staples with straight legs in the staple line. The surgeon then decided to convert to an open procedure and sutured the staple line to ensure the area would not leak.